Manufacturer narrative:
The lead was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed a cut in the terminal molding. Electrocautery damage was also noted in several places on the lead body. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Analysis could not confirm the observed dislodgement.

Event description:
Boston scientific received information that during a left ventricular lead revision, this right atrial pacing lead dislodged. It was reported the lead had not been sutured down at the initial implant. It was also reported that the lead was nicked during the procedure. This lead was explanted and successfully replaced. No adverse patient effects were reported.